Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 362 mg/dl. The customer was advised to insert new aaa alkaline battery and display did not returned. Customer was advised to remove battery for 10 minutes. The customer was advised to clean the battery cap contact with cotton swab. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 362 mg/dl. The customer was treated for high blood glucose with manual injection.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the mother board. Unable to perform unit basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. The insulin pump had minor scratches on the lcd window.